Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported no audio which was reproduced caused by a failed backflex. The rear case was replaced.

Event description:
It was reported that a spectrum pump constantly had no audio output in the nursing home care area. Any patient involvement, injury or medical intervention is unknown.